Manufacturer narrative:
The patient sample was not available for further investigation. The difference between the roche instrument and the competitors alere triade meterpro are consistent with the presence of an interference, but the interference cannot be confirmed without the patient sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys troponin I stat immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to the results from an alere triade meterpro. The initial troponin I result from the primary tube was 0.622 ng/ml with a data flag. The primary tube was tested two additional times on the same analyzer with results of 0.655 ng/ml (with a data flag) and 0.566 ng/ml (with a data flag). The troponin I result of 0.655 ng/ml was released outside of the laboratory but was questioned by the doctor. The same patient sample was tested twice on the alere triade meterpro with troponin I results of 0.09 ng/ml and 0.09 ng/ml. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The humidity in the laboratory was 42 percent and the temperature in the laboratory was 22.5 degrees celsius. Qc data was acceptable. The investigation is currently ongoing.